Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited far r-wave oversensing that resulted in inappropriate mode switch. Programming changes were recommended but not yet completed. The patient was stable and asymptomatic.